Manufacturer narrative:
(B)(4).

Event description:
It was reported that oversensing was observed on the atrial channel. The device detected at/af for oversensing on the atrial channel during ventricular pacing. Patient was asymptomatic. Programming changes were suggested. No further information was provided.